Manufacturer narrative:
Product ID 37761 serial# (B)(4) product type recharger : analysis of the (B)(4) sn# (B)(4) found evidence of broken connector pins: fdc code (B)(4), fdm code (B)(4), fdr code (B)(4) apply to the recharger. Fdc code (B)(4), fdm code (B)(4), fdr codes (B)(4) apply to the implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) is at end of service (eos) due to three overdischarges. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins battery has been overdischarged for the third time. Recharging became a burden and therefore the patient was not using/charging their ins causing it to become depleted. The rep tried to trickle charge in clinic, but was not able to due to the three strike rule. The patient will be getting their ins replaced as a result. Surgery has been planned, but not scheduled. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had scs replacement due to three over discharged batteries.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I via a manufacturer¿s representative (rep). The rep reported that the patient was in on the day of the report because of not charging. The rep reported that the patient recharger cord pin was broken. The recharger connector pin was broken/bent. The rep reported that they performed one physician mode recharge (pmr) and the battery recharged to 50% in 30 minutes. The rep reported that this looked like it was the third overdischarge. The rep explained to the patient and physician third overdischarge. The rep instructed the patient to recharger to 100% over the next several weeks. The rep was to follow-up with the provider and possibly be scheduled for replacement. No further complications were reported.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the recharging burden was likely due to battery fade as well as the position of the battery in the pocket. A replacement date had not been determined. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 37761. Serial# (B)(6). Product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.